Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had an isolated stored signal artifact monitoring (sam) episode which revealed high out-of-range pacing impedance measurements on the right atrial (ra) lead. Additionally, noisy signals and oversensing were noted which led to inappropriate atrial tachycardia response (atr) episodes. Technical services recommended bringing the patient for further evaluation. No adverse patient effects were reported. The product remains in service.